Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 a 5x6 crs insert was put in, on (B)(6) 2022 a 5x5psrp insert was put in. Patient is very stiff. Patient has requested the doctor to try anything to make knee move. Dr believes the only thing can offer is to convert this rev knee to a hinge. Dr. Has requested to have the attune rev hinge system so dr. Does not have to remove the well fixed sleeve in the femur. Activity level - yes. Doi: (B)(6) 2022 affected side: right knee. This report captures the patient stiffness which was occurred after the 1st revision surgery while related complaint (B)(4) reports the 1st revision surgery which occurred in (B)(6) 2022.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.